Event description:
The customer reported that the device jammed in closed position and stated it was not possible to open the device to remove it.

Manufacturer narrative:
(B)(4) under MDR number 1717344-2011-00402. The return of the incident sample has been requested. To date, it has not been rec'd for evaluation. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. A visual inspection of the incident device revealed excessive tissue between the jaws. The handle lathe did not move smoothly and was catching intermittently. This condition is consistent with the ski guide prongs getting caught on the internal a-track causing the reported event. The ski guide is a flexible piece that can bend if too much force is applied. The two prongs that guide the ski can come out of perpendicular alignment with the a-track and the latch cannot be released. Manufacturing is required to latch and unlatch the instrument three times to check for proper function prior to accepting the product. If the latch was not working properly at this time the instrument would not have been released.